Event description:
Reference number (B)(4). Event occurred in the france. On (B)(6) 2024, the patient observed that the tubing connector got detached from the infusion set. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.